Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported no image issue could not be determined, however, the issue was likely the result of the video connector internal circuit board failure. The event can be detected/prevented by following the instructions for use which state: "chapter 3 preparation and inspection 3.8 checking the function in combination with related equipment". ¿inspection of endoscopic images¿ ¿check if normal light observation images and nbi observation images are displayed normally¿. ¿warning¿ ¿do not look at the tip of the endoscope from the front when the illumination light is emitted from the endoscope. Doing so may hurt your eyes. ¿reference¿ ¿if you cannot see the object clearly, wipe the objective lens with clean gauze moistened with ethanol for disinfection¿. ¿1 observe the palm, etc. Using normal light observation images and nbi observation images. 2 confirm that the illumination light is emitted. 3 adjust the light intensity to an appropriate brightness. 4 confirm that there are no abnormalities such as noise, blur, or cloudiness in the normal light observation image and the nbi observation image. 5 operate the ud angle lever of the endoscope to bend the curved part. 6 operate the insertion tube rotation ring of the endoscope to rotate the insertion tube. 7 check that normal light observation images and nbi observation images do not disappear for a moment or other abnormalities occur. 8 align the up index on the insertion tube rotating ring with the up index on the operation unit¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. And the customer's allegation was confirmed. During the evaluation, it was determined, that due to damage on the scope-connector, image noise occurred, and the image could not be seen. Additionally, the evaluation revealed the following findings: no electrical continuity; due to damage on distal end, adhesive on bending section cover (a-rubber) had a chip, connecting tube had a dent; due to wear of angle wire. Bending angle in the upward direction did not meet the standard value. Third party repair had been performed. And scratches were found on multiple components of the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the evis lucera elite bronchovideoscope displayed no image. The issue was observed during preparation, for use for an unspecified diagnostic procedure. The procedure was completed with a similar device, with no delay noted. There were no reports of patient harm or impact associated with this event.